Event description:
I started using the fasciablaster in (B)(6) 2016 for plan an cellulite. I used as directed in the (B)(6) video instructions, as well as private messages I received by (B)(6). After using for 3 months, my skin had became saggy, wrinkly, and crepey, and my cellulite got worse, but (B)(6) kept saying I was in the "worse before better" stage and keep blasting. My thyroid and hormone levels are out of whack. My doctor has had to continually change my meds since (B)(6) 2016 to try to get things corrected. I never thought fasciablasting was causing any of the problems. I was having until in (B)(6) 2017, I started reading about others having hormonal issues with the usage of the fasciablaster. So, I stopped blasting, but nothing has corrected since stopping. As well as all the other issues, I also had kidney and bladder pain while blasting, along with blood in my urine. As of today, (B)(6) 2017, I continue to have not flashes, intestinal issues, bladder issues, losing hair, and horrible loose, saggy, crepey, cellulite covered skin.